Event description:
Had a power injectable line in right arm. Multiple health professionals ranged from doctors to registered nurses which may be students or other categories. Hard to determine since taped up on multiple incidents. Various reasons or none on the various methods on treatment delivery. As of today, a red bump which is dome shape. "Test date: (B)(6) 2023". In a hospital facility in (B)(6).